Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as itchy irritation see crf # 695170. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended over the counter triple biotics corizon for the skin irritation. Follow up indicated that the skin irritation improved.